Event description:
In 2009, a patient sample from a pregnant women generated an axsym toxo-igg result of zero (negative). The sample was repeated yielding a result of 69.2 iu/ml (positive). Previously, the month prior, this patient had a result of 68 iu/ml (positive). Toxo-m results for this patient was 0.955 the same day, and an avidity test result of 0.394 (high avidity cut-off >0.300). No adverse impact to patient management was reported for this issue.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Other (B)(4), device/samples not returned. Retained kit testing met all specifications. The investigation consisted of record review, complaint review, performance testing and labeling review. Master lot release data and DHR review: master lot release testing for list number 9k08-20, lot 70220hn01 was performed on (B)(6) 2008. The test data was reviewed and indicated the master lot listed above was released within manufacturing release specifications. Additionally, the performance of list number 9k08-20, lot number 70220hn01 (and any associated sub lots), was investigated by completing a review of manufacturing and testing records for the associated lot of axsym toxo igg. This review did not reveal any events or issues that may have impacted the performance of the above lot number(s) in relation to the complaint issue. No returns were received for this investigation. Testing of a retained sample (stored at abbott laboratories) of axsym toxo igg reagent, list number 9k08-20, lot number 70220hn00 (which is equivalent to lot number 70220hn01) was tested with axsym toxo igg calibrators and controls. A 20 replicates of the positive control were tested. The calibration passed and all values for the axsym toxo igg controls were well within the specifications stated in the axsym toxo igg reagent package insert. The values obtained for the 20 replicates of the positive control were in the range from 17 to 22 iu/ml and the %cv value was 4%. No erratic result was obtained. There was no indication that the axsym toxo igg reagent, list number 9k08-20, lot number 70220hn00 displayed an unusual performance. Complaint and manufacturing records for axsym igg, list number 9k08-20, lot number 70220hn01 and associated sub lots were reviewed and no problems related to the observed issue for this complaint were observed. The issue is addressed in product labeling in the abbott axsym system operations manual. Based on the investigation, it is determined that axsym toxo igg, list number 9k08-20, lot number 70220hn01, identified in this complaint, is performing acceptably. The cause of your observation remains unclear. No product deficiency was identified for this complaint issue. This is the final report.